Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a needle. The customer reports that the needle was out of the hub. It appears that the needle and hub do not have any glue on it.

Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.